Manufacturer narrative:
The customer's report was observed and isolated to foreign substance contaminants inside the flow screen/manifold. The flow screen/manifold was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "self check failure - 1003" error message. Complainant indicated that there was no patient involvement in the reported malfunction.